Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product and had been previously identified and resolved. An important field safety notice (ifsn 382-01-mon-005) was issued to all customers with devices within scope, which included 5.10.02 which is the version the customer was running at the time of this incident occurred. This customer had received and installed the corrected version, 5.11 in june of 2016, however, that was after the patient had been treated before the ifsn was sent out.

Event description:
The customer reported that they have two patients presenting radiation damage from one and half years ago. Based upon the available information the patient received a dose of radiation that has led to serious injury.